Event description:
Consumer complaint was received through FDA's medwatch program (mw5151226). Event description - medwatch: pharmacist dispensing insulin syringes found a few syringes in a package that were uncapped and she pricked her finger; 1 ml insulin syringes 30g x 5/16" ndc 56151-1723-11, lot np23075, exp 04/16/2028.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: customer contact information was not provided, manufacturer unable to perform follow-up call to customer to ensure the initial concern is resolved.

Manufacturer narrative:
Sections with additional information as of 08-apr-2024: h10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.